Event description:
It was reported that the insulin pump was exposed to fluid. Customer's blood glucose was 120 plus mg/dl. Customer stated that he dropped the insulin pump in the water and there was fluid under the liquid crystal display. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had moisture damaged on lcd board per visual inspection. The device had minor scratched lcd window, cracked case at display window corners, and cracked reservoir tube lip.